Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). The exact cause of the reported event could not be conclusively determined at this time. The evaluation is in progress. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that three patients had perforation in their descending or transverse part of the duodenum because the operation of the angulation control lever of the subject device had more resistance after the repair by olympus. The patients were reportedly treated with clips and unspecified prostheses. It was reported that during the procedure, the user facility felt hard resistance in the operation of the angulation control lever when the distal end of the subject device was in front of the pylorus, stomach valve, and was inserted into the duodenum during the procedure. The perforations were reportedly found when the user facility withdrew the subject device. The user facility also reported that the angulation in down direction of the subject device was not sufficiently bent and it may contribute to the event. However, one of two physicians who experienced the two perforations did not notice any irregularity in angulation control. The user facility commented that the perforation during the procedure occurs about once a year or less. According to the number of injured patients, omsc submits 3 mdrs. This is three of three reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".